Event description:
It was reported that biomed had arctic sun device that alerting 113 reduced water temp control and forwarded to dante in ts for proper handling. Per follow up information received via phone on 04jun2024, it was reported that they were sending the device in for evaluation and a 2000-hour preventive maintenance.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed had arctic sun device that alerting 113 reduced water temp control. Per follow up information received via phone on 04jun2024, it was reported that they were sending the device in for evaluation and a 2000-hour preventive maintenance.